Manufacturer narrative:
Patient identifier: (B)(6). 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s).the image(s) was reviewed, and no issues were noted with the implant(s) that would contribute to the adverse event and therefore is unconfirmed. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient experienced post-op femoral nonunion. The patient underwent hardware removal on (B)(6) 2021 and received a distal femur total knee joint replacement. This report involves one (1) unknown screws: trauma. This is report 2 of 2 for (B)(4).